Event description:
A physician reports that a pt was skin tested in 3/97 (exact date unknown) in the forearm. The pt immediately noticed a palpable lump at the skin test site. In 6/97 (exact date unknown), the skin test site enlarged and became erythematous. On 7/8/97, the pt returned to the physician's office presenting with an erythematous nodule "the size of a grape" at the skin test site. The physician diagnosed a positive skin test and an abscess. On 7/11/97, the physician attempted to aspirate the nodule unsuccessfully with a 16-gauge needle. A course of oral keflex was prescribed.